Manufacturer narrative:
E1: patient city:(B)(6) patient country:united kingdom

Event description:
Reference number (B)(4) event occurred in the united kingdom it was reported that the patient faced leakage event on (B)(6) 2025. The leakage was at tubing. No further information available.